Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, approximately 10 minutes after activating the smoke extraction function, the following message appeared: "smoke extraction error, continue surgery without smoke extraction or restart the device." Our smoke extraction system switched off automatically after about 10 minutes and could not be restarted. Procedure was completed successfully there was probably 30 minutes of delay in the procedure. No injuries were reported to the patient.